Event description:
The device was used during an unk laparoscopic procedure. It was reported by the affiliate that the device jammed. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: instrument was received with the tube bent, but otherwise was found to be in good condition. This instrument was examined, found to be functional, and was fired and properly formed the remaining 18 staples without incident. Visual inspections & results: articulation; yes. Cartridge batch number; ckw0400. Precock functional; yes. Rotation; yes. Staple count; 18. Swivel; yes. Functional tests & results: cycled the instrument; yes. Test cartridge batch number; na. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was received with the tube bent approximately 3" distal to the rotating knob, but otherwise was a good physical condition. The instrument was examined and was found to be functional and was cycled, fired, and properly formed the remaining 18 staples without incident. No conclusion could be reached as to why the reported instrument "jammed" during surgery or how the instrument's tube had become bent. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.